Event description:
The complainant reports that approximately four months after placement of an internal feeding device, the attempt to remove the device by pulling on the flange area resulted in the tearing of the shaft resulting in the bolster detaching. The bolster was retrieved using an endoscope. For one to two weeks prior to the incident, the device was not being used. There were no additional adverse affects reported.

Manufacturer narrative:
The complainant indicated that the device will be retured for evaluation; however, it has not been received at the time of this submission. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.